Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: expiration date - unknown. Date implanted - unknown. PMA/510(k) number. Manufacture date ¿ unknown.

Event description:
It was reported patient underwent a total knee arthroplasty on an unknown date. Subsequently, a revision procedure was performed on (B)(6) 2014, due to a compromised posterior cruciate ligament. During the procedure, the tibial bearing trial would not engage onto the tibial tray. Surgeon cleaned out the patient's scar tissue and a smaller tibial bearing was utilized to complete the procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a total knee arthroplasty on an unknown date. Subsequently, a revision procedure was performed on (B)(6) 2014 due to a compromised posterior cruciate ligament unrelated to the implant. During the procedure, the tibial bearing trial would not engage onto the tibial tray. Surgeon cleaned out the patient's scar tissue and a smaller tibial bearing was utilized to complete the procedure.